Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that this was a posterior spinal fusion procedure treating spinal stenosis for the lumbar spine on (B)(6) 2019. While the surgeon was using the vprp compressor driver (286750083) with a compressor driver leg and a compressor solid leg, the tip of the compressor driver broke and stuck in a setscrew¿s thread hole. The surgeon completed the procedure within a 30-minute delay, leaving the fragment in the patient¿s body. The surgeon commented that excessive load was put during the compression. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Additional information: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the distal tip has completely broken off, no fragments were returned. The front face of the device shows a clean break, none of the tip remained. There were no other defects identified. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces such as over-torque during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4).